Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an injector issue occurred during use with a bd phaseal¿ optima injector (n35-o). The following information was provided by the initial reporter, "experienced a chemo disconnection on (B)(6) 2019 while using the phaseal optima injector, connector and infusion clamp. From what I understand, the nurse found the disconnection when she went to disconnect the patient. She stated that the clamp was on correctly. It appeared that the connector had come out of both the injector and the clamp. There was no chemo spill and the product was disposed of."